Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31856344l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro catheter and the patient experienced cardiac tamponade that required pericardiocentesis. No pericardial effusion was observed after completion of the ablation procedure; therefore, the timing of occurrence was unknown. After coronary angiography (cag) was performed, the patient¿s blood pressure decreased. Pericardial effusion was observed. Pericardiocentesis was performed. Patient required extended hospitalization. No abnormalities observed prior to use nor during use of the product. The physician¿s assessment of the health problem was it was serious. Additional information was received. The physician's opinion on the cause of the adverse event was the procedure. Three ablations were performed within the pulmonary veins (radiofrequency). No transseptal puncture was performed. No error message observed on the biosense webster equipment during the procedure. The patient did not require surgery. Patient improved. No evidence of a steam pop. The flow setting was pre: 2 sec. Post: 2 sec. The correct catheter settings were selected on the generator. No issues with the flow rate change at the start of the ablation. The procedural act during procedure 350 seconds.